Event description:
A customer reported that their pump screen was dark and would not turn on, followed by a malfunction alert. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the caller to attempt basic troubleshooting steps, such as pressing the center button and connecting the pump to a power source, which initially resulted in the screen turning on; however, the malfunction persisted. The customer was walked through steps to reset the pump, but the malfunction recurred, leading technical support to decide on replacing the pump. The customer, who did not use fsl2+ sensors, was informed about using alternate insulin delivery through mdi during replacement processing. Instructions were provided on placing the pump in storage mode, returning it, and transferring settings to the new pump.